Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The pulse generator exhibited undersensing. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).